Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had failed battery test alarmed. Customer's blood glucose value was 91 mg/dl. The customer was assisted with troubleshooting and customer stated that insulin pump gives failed battery test with each new battery. The insulin pump will not be return for analysis.